Manufacturer narrative:
According to the customer, there have been "various patients" where the gastric tube is leaking at the "connection point of tube and appliance to hook to suction/tube feeding". The customer reported after the issue occurs, they "wrap the connection with gauze and tape" to prevent leakage onto patients. The customer reported the patients do "not receive prescribed tube feed dose due to leakage". The customer reported there was no serious injury, medical intervention, or follow-up care required as a result of the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there have been "various patients" where the gastric tube is leaking at the "connection point of tube and appliance to hook to suction/tube feeding".

Manufacturer narrative:
Update to h6: investigation conclusions.